Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record for ats 1200 tourniquet system serial number (B)(4) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2019, it was reported that there was spontaneous deflation on the cuff attached to the tourniquet system. The customer was asked about returning the device for evaluation; however, at the time of the investigation, the device has yet to be returned for evaluation or repair. As such, no evaluation or repair can be reviewed as part of the investigation. The product was not returned for evaluation or repair. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that there was spontaneous deflation of the cuff during surgery. There was no harm/injury to the patient or operator. There was no delay during surgery. Another device was used to complete/finish the surgery no adverse events were reported as a result of this malfunction.